Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery during the fill tubing step of the manual prime process. The customer's blood glucose was 400 mg/dl, which was treated with 14 units of insulin via manual injection. The caller was advised to disconnect from the device, disconnect the tubing and reservoir, then to reconnect the tubing and reservoir. She verified that insulin exited with a manual plunger push. She was advised to rewind the device, reinsert the reservoir and run a manual prime to at least 5.0 units. She stated that the insulin pump did not alarm no delivery and was advised that the insulin pump worked as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.